Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was some resistance when the 23mm commander delivery system with the s3ur valve was about to exit the tip of the 14fr esheath+, at which point a "jump" was noticed. The s3ur valve was successfully implanted in the patient. Upon its removal, the esheath+ was noted to have a torn distal tip. The patient did not suffer any vascular injury and was in stable condition.